Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the wall apposition was not achieved according to corelab imaging review. There were no patient symptoms or complications, and no actions/interventions were taken. Baseline aneurysm characteristics: de novo right ica (c3) fusiform aneurysm measuring 23mm x 20mm with an unknown neck size. Additional information received reported that the site a confirmed incomplete opening. According to the physician response, wall apposition was achieved by the end of procedure. The site confirmed that wall apposition was achieved by the end of the procedure on (B)(6) 2022 by using the guidewire for the purpose of opening the device and optimizing wall apposition. The pipeline was placed in the bended cavernous segment of the internal carotid artery (ica). The middle portion adjacent to the coiled aneurysm did not fully open, which was noted to be probably due to compression by the coils.